Event description:
It was reported there was an error code 41541, which typically indicates a faulty lock sensor on the device, and the pump may also have a defective printed wire assembly (pwa). There was no reported patient harm/adverse event.

Manufacturer narrative:
E1: (B)(6). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Reported problem confirmed with event logs history "but" not duplicated. The probable cause of the reported problem was fluid contamination found at latch/lock sensor area. The latch/lock sensor was replaced. All functional test of the device passed after repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.